Event description:
After insertion and balloon inflation, urine heavily leaking from the proximal end of the y-section of tubing. Upon inspection, pin-point hole needed. This foley was removed and a different on placed.